Event description:
It was reported that during a left anterior ankle debridement procedure, the device produced metal shavings. Patient had a lot of scar tissue. Metal shavings were still stuck in the soft tissue. Follow-up investigation: device was used to complete case. Metal shavings were produced throughout the procedure.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, the cause of this type of event is when the end user applies excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.